Event description:
Husband reported the patient was transported to the hospital on (B)(6) 2013 due to a suspected stroke. She experienced tingling lips and tingling in the left section of her body, and she was unable to communicate or express herself. Her blood glucose was 10.7 mmol/l (192.6 mg/dl) in the ambulance and 24.8 mmol/l (44.64 mg/dl) in the hospital. She experienced heavy dyspepsia and ketosis. She received an MRI with the infusion device connected, and the medical staff replaced the battery as they suspected it had discharged. The patient was transferred to an internal department to stabilize her condition. She was disconnected from the infusion device on (B)(6) 2013 and treated with an insulin infusion. A company representative was contacted on (B)(6) 2013. The infusion device showed signs of external damage and there were several e7 electronic errors in the history. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7201 errors were found in the history. The pump correctly triggered the e7201 error message during start-up, as the hall sensors are defective. Due this defect, the pump could not be operated anymore. The display window is scratched due to a mechanical impact (e.g. Caused by the carrying system); therefore, the display is no longer fully readable. The scratched display cannot lead to misinterpretation of insulin amounts.